Event description:
Emergency medical system personnel were attending to a pt with a 3rd degree atrio-ventricular block which quickly deteriorated to aystole. Allegedly, when external pacing was attempted, the device would not pace. The pt was not resuscitated.